Event description:
It was reported to philips that the system could only perform low dose fluoroscopy no exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the cooling unit was lacking cooling oil. The fse solved the issue by adding oil to the cooling unit. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.